Event description:
It was reported that a patient received 5 boluses of insulin that were not requested from the device over a 2-day period. The boluses were identified in the user¿s glooko report. . No abnormal behavior was noticed with the device prior to the uncommanded boluses. Reportedly, the patient's blood glucose declined to less than 54 mg/dl. No medical attention was required. Data logs were uploaded for investigation; the device was replaced and returned.

Manufacturer narrative:
The case description states that five uncommanded boluses were delivered between (B)(6) 2025. Inspection of the android log files confirmed the five reported boluses were delivered on the dates of occurrence at the reported times. The audit log files show that for all five boluses, carb values were not provided, and blood glucose values were not entered or loaded into the bolus calculator. Additionally, for all five boluses, the audit logs show that the confirm bolus button was pressed to bring the controller to the confirm bolus screen before the start button was pressed to begin delivery of each bolus. For the first reported bolus, the engineering log files show that the bolus button was pressed to open the bolus calculator. The engineering logs show that the total bolus amount was changed one digit at a time from 0 to 1 to 10 to 0 to 7, indicating manual adjustment of the total bolus amount. The engineering logs then show that the confirm button was pressed to bring the controller to the confirm bolus screen and then the start button was pressed to begin bolus delivery. The bolus record confirmed that a 7 u bolus was sent to the pod and that the bolus was user adjusted from 0 u to 7 u. Inspection of the log files show the same level of interaction with the controller for the other four reported boluses in order to program, confirm, and delivery all boluses. No evidence of an uncommanded bolus was observed in the logs. Physical testing of the returned controller found no issues that would result in an uncommanded bolus. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type. G7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.